Manufacturer narrative:
Nihon kohden america is currently awaiting the event log files from the customer. Waiting for the event log files.

Event description:
The customer reported that "patient was discharged". This was noticed at the rns. A call to the monitoring center confirmed the patient was no longer being monitored. The patient was not discharged by the staff.

Manufacturer narrative:
Manufacturer narrative: the customer reported that "patient was discharged". This was noticed at the rns. A call to the monitoring center confirmed the patient was no longer being monitored. The patient was not discharged by the staff. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.